Manufacturer narrative:
E.1. Initial reporter phone: (B)(6).

Event description:
It was reported that foreign material was present on the device. During preparation for a pulse field ablation procedure, a faradrive sheath was selected for use. When unpackaging the faradrive sheath, it was noted that stains were present on the device. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported.